Event description:
User reports receiving high calcium and cholesterol results over the past few years. At least 25 pt results have been reported in the last few mos. The following examples were provided for calcium only, units of measure are mg/dl: initial calcium 8.0, repeat 9.7. Initial calcium 8.0, repeat 9.3. Initial calcium 8.0, repeat 9.3. Initial calcium 8.3, repeat 10.0. Initial calcium 7.1, repeat 8.5. Initial calcium 8.2, repeat 9.7. No info provided to determine if results were used to guide therapy. The field svc rep performed maintenance and performance check tests which were within specification.